Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. One day post implant a significant amount of bleeding and swelling were noted. A hematoma had formed. No actions were taken. This device remains implanted.